Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level ranging between 300-400 mg/dl and medium to large ketones. Correction boluses were delivered to address the elevated bg levels. Supply changes were performed to address the occlusion alarms. Tandem technical support educated the customer in regards to occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.